Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins does not stay charged ¿very well.¿ the patient noted that the ins will last about 8 ¿ 9 hours with a fill charge. It was noted that the patient was using high dose settings. The patient also reported that they have had at least 3 hematomas on their back since implant. It was reported that there was one large one that is 4 x 8 inches and some below it. The patient thinks some of the hematomas are from them waking up on the surgical table and being held down by the doctors when they tried to get up. It was reported that the doctor put them on antibiotics and the patient would follow up with the healthcare provider (hcp) in two weeks. It was noted that the patient had been taking antibiotics prophylactically following the implant surgery. No further complications are anticipated.